Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis and a heart attack in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date during hospitalization, the patient also experienced a heart attack. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. The outcome for the event of the heart attack was unknown. An opinion of causality was not reported for the event of peritonitis. On contact, the nurse declined to provide any information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot number h12g09051 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted. Should additional information become available, a follow-up report will be submitted. This is report 4 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).the problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.